Event description:
A (B) (6) male pt admitted for angina post stress test. Pt was scheduled for a ptca for a 100% blockage of the lad. During the procedure, the proximal tip of the guidewire broke off and became embedded in the lesion. It was elected to leave the tip in the pt and terminate the procedure. Dates of use: (B) (6) 2010. Diagnosis or reason for use: ptca for 100% blockage of lad.